Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt controller was used with an exalt model d scope during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, the scope functioned properly for most of the case but eventually visualization was lost and the loading screen appeared. There was no patient complications reported as a result of this event.